Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient showed no behavioral response to sound with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.